Event description:
As reported by a field clinical specialist (fcs), approximately 5 years and 9 months post procedure of a 26 mm sapien 3 valve the patient was presented with severe shortness of breath (sob) and severe aortic stenosis (as). An edwards' advanced imaging team (ait) evaluated the case and the patient is now scheduled for a valve in valve procedure. Medical records were reviewed and confirmed patient presented with critical as and ava of 0.5cm2. Mean gradient 55mmhg.

Manufacturer narrative:
Investigation is ongoing. Device remains implanted.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h.6 component codes and investigation conclusions and added new information to h.6 type of investigation and investigation findings. The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided by site and review by ew proctor and revealed leaflets calcification/ fibrosis. The instructions were reviewed instruction for use (IFU) for commander delivery system with s3, and no IFU/training deficiencies were identified. The complaint was confirmed based on medical record and imagery provided. There is no allegation of device malfunction contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. Similarly, pannus or host-fibrotic tissue growth overtime, a cause of nonstructural dysfunction, may interfere with the functionality of the device leading to valve stenosis. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. As reported, "approximately 5 years and 9 months post procedure of a 26 mm sapien 3 valve the patient was presented with severe shortness of breath (sob) and severe aortic stenosis (as). An edwards' medical records were reviewed and confirmed patient presented with critical as and ava of 0.5cm2. Mean gradient 55mmhg". Additionally, imagery review shows leaflet calcification/fibrosis. Tissue calcification/fibrosis can impede leaflet mobility leading to stenosis as reported. As such, available information suggests that patient factors (calcification/fibrosis) may have contributed to the reported event. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation or a corrective preventative action (CAPA) is not required.